Event description:
A customer reported that the unit of measurement setting of their freestyle flash meter changed from mmol/ to mg/dl. There was no reported of death, serious injury or mistreatment.

Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. No manufacturing parameters found out of spec and original renata battery voltage was measured at 2.982v. Did observe battery icon or booklet icon while strip was inserted. Extremely high esr was observed. However, uom was selectable and was received at mmol/l. The 0204, 0300, & 0800 errors were observed in the error log indicating battery drop. Customers and retailers have been informed through the fa16may2006 letter.